Manufacturer narrative:
Company comment: the serious event of embolism and the non-serious events of bruising, pain, pallor, discolouration at implant site, poor peripheral circulation and discomfort at injection site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and hospitalization to prevent permanent damage. The likely root cause includes the intravascular filler injection leading to embolism and its manifestations. Potential contributory factor for the event of embolism could be inadequate corrective treatment of non-serious events. Restylane was used off-label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-nov-2024 by a female patient of unknown age concerning herself. The case was published on a social media. Additional information was received by the patient on 26-nov-2024. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with 1ml of restylane (lot 22592) to lips for lip enhancement at a beauty hospital (unknown injection technique and needle type). This included 0.2ml to the lower right side of the lips. Restylane was injected to lips (off label use of device). Immediately after the treatment, the patient experienced severe pain (implant site pain) and whitening (implant site pallor) without blood return/slow return of blood (poor peripheral circulation) under the lips. As a therapeutic measure, the patient received two injections of lysozyme [lysozyme] and ice packs were applied on as per the physician's orders. Subsequently, the patient developed bruise (implant site bruising) and embolism (embolism) on the under lip. Thereafter, another physician administered an additional injection of high concentration lysozyme. The symptoms did not improve and the area of dull purple/blackened (implant site discolouration) expanded, and the entire inside of the mouth became blackened. The patient sought emergency treatment at a hospital, where the physician recommended immediate hospitalization for surgery. The patient underwent a bilateral mandibular arterial thrombolysis for 8 hours. As of (B)(6) 2024, the pressure sensation (injection site discomfort) in the lip had reduced, but pain persisted. The middle part of the mouth regained its normal blood color, but the two sides remained darker than usual. There was no improvement in bruising, and the area remained whitish with slow blood return after touching the middle and under the lip. No further information is expected. Outcome at the time of the report: embolism was recovering/resolving. Bruise was recovering/resolving. Pain was recovering/resolving. Whitening was recovering/resolving. Without blood return/slow return of blood was recovering/resolving. Dull purple/blackened was recovering/resolving. Pressure sensation was recovering/resolving. Restylane was injected to lips was recovered/resolved.